Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 117 mg/dl and was admitted to the hospital for diabetic ketoacidosis (dka). While the customer was in the hospital, the bg level kept going higher and higher (the level was not known). The cause of the high bg was not known. The customer was administered medication. The high bg and dka were resolved. The customer had anticipated to be discharged on (B)(6) 2017. Although multiple requests were made to confirm the discharge date, the customer did not reply to the requests.